Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty back pressure sensor. Unable to perform prime/delivery test and excessive no delivery alarm test due to motor error alarm anomaly. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No motor position encoder error alarm on alarm history screen. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The alarm history showed that two motor position encoder errors had also occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.